Event description:
The patient's scs ipg was returned to sjm with no explanation as to why the ipg was removed. No additional information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field correction and a field advisory. Evaluation code: results - the returned ipg can was in good condition. The ipg would not communicate due to a depleted battery. The battery was recovered and charged. The ipg was tested to manufacturing specifications. The ipg passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.